Manufacturer narrative:
Summary of eval: it is considered that excessive tensile forces eventually exceeded the deformation limit of the material, which, in turn led to the partial fracture. No further conclusions can be drawn from the investigation.

Event description:
The adaptor hook broke while removing a k nail from the femur. There was no consequence for the pt or delay in surgery or anesthesia time.